Event description:
It was reported that the patient was admitted to a rehabilitation hospital for functionally struggling at home and having multiple falls. Aside from the falls at home, the patient had also stated that he had leaned forward to pick something up off the ground while he was in his wheelchair. Four days after being in the hospital, the patient had an abrupt return of symptoms. An x-ray was done (date not reported) and the catheter was found to be fractured. The patient's return of symptoms had been managed well at hospital and the patient's current status was reported as "good". The hcp planned to replace or revise the catheter. The pump was programmed to deliver lioresal (concentration not reported) at a rate of 27 mcg/day. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.